Event description:
According to the reporter, while performing a pt procedure in the hosp ep lab, the device would not deliver a shock when the front panel shock button was pressed. Another device was called for and used. There were no reports of any adverse affects to the pt as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that pressing the shock button did not deliver the defibrillator's stored energy into a defibrillation tester. Physio-control replaced the main keypad and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.